Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient's ins that was implanted (B)(6) 2017 failed and was not providing therapy. The device was removed on (B)(6) 2017 and replaced with ins from a competitor company. Follow-up was conducted to obtain more information regarding this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the ins never provided the patient with any therapeutic effect, the patients weight was asked but not given.